Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) walked the customer through recovering the smart remote manager. The customer was unaware of the recovery process and was only tapping the drawer failure icon. The system functioned as intended after the field service engineer guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es micu refrigerator door failed to close and could not be recovered. The customer attempted to recover storage space; however, the system displayed errors stated failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.